Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 222540242 was returned and analyzed. Visual inspection of the loop segment area showed the loop was pinched near the electrodes 2.5. Visual inspection of the pebax segment area showed the pebax tubing was bulged at approximately 5 inches from the loop distal tip. Visual inspection of the electrodes showed the electrodes 1, 2 and 7 was bent/crushed. The user may have experienced insertion difficulties due to this issue when introducing the achieve mapping catheter into the balloon catheter. Visual inspection of the shaft segment area showed the shaft was broken approximately 2 inches from the lemo connector. No ECG signal wires were broken. Visual inspection of the introducer showed the introducer was intact with no apparent issues. No damage or any other issue was observed along with the introducer. Functional testing could not be performed due to the condition of the mapping catheter. In conclusion, the reported tip damage was confirmed through testing. The mapping ca theter failed the returned product inspection due to the deformed electrode observed on the loop of the pebax tubing, a bulge observed on the pebax tubing, and a pinch was observed at the tip/loop of the pebax tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, when the mapping catheter was removed from the packaging, the tip was observed to be damaged. The mapping catheter was replaced for the subsequent procedure. There was no patient involvement.